Event description:
The following information was provided on a device tracking registration form: stent came off, was removed from body. Additional information indicated the stent was retrieved with a snare. Although no patient injury or intervention was reported, this report is being filed since recurrence could cause an adverse event. The instructions for use indicates stent retrieval (use of additional wires, snares and/or forceps) may result in additional trauma to the vascular access site.